Event description:
It was reported the pt was not responding to an increased dose of baclofen. The pt responded positively to a trial of injected baclofen in september. The hcp noted that during pump replacement surgery, when disconnecting the catheter from the pump there did not seem to be a good flow of cfs retrograde from the catheter. The catheter was also replaced at that time. The drug in the pump was lioresal at a concentration of 2000 mcg/ml. No further outcome was reported.